Event description:
It was reported that the device was used during a laparoscopic nephrectomy procedure on a pt suffering from renal cell carcinoma. The surgeon indicated the device appeared to fire correctly and no problems were noted. The device was discarded. The surgeon further stated that he was able to visualise that he was completely across the renal vein prior to firing. Ten hours after completion of the procedure, the pt was brought back to the or due to being hypotensive, having low hemoglobin, and an inr of 1.4. The surgeon found bleeding in several different areas, including a little bit of oozing from the middle of device's staple line. The surgeon sutured in various places to control the bleeding. Thirteen hours later the pt was again brought back to the or, and was found to be bleeding in several places in the abdomen. The pt was packed to control the bleeding. The pt expired eleven days later.